Event description:
Procedure: orthopedic. According to the reporter: [reference (B)(4) for the polysorb complaint]. Titan, a metal used to nail bones, polysorb and dermalon suture were used in the pt. The pt had allergic reaction including very strong swelling of the mucosa membrane. After 4 weeks the doctor narrowed down the allergic reaction is to the titan or the sutures. After removing titan anda sutures the pt was a bit better. New sutures were used and after 3 days the new sutures were removed and there was purulence. Cortisone was taken in addition to the lorano. After removing the sutures the wounds are healing.

Manufacturer narrative:
(B)(4).